Event description:
In 2007, the patient was treated with the gore excluder aaa endoprosthesis. On sixteen days later, the patient presented with leg pain. And angiogram showed limb occlusion. On the following day, a re-intervention was performed and resolved the clotting. It was reported that the patient had previously had a femoro-femoral bypass. It is believed that emboli migrated into the superficial femoral artery which backed up into the contralateral leg component which caused the clot in the device.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted: pxt231216/05083571.